Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was noted to be inaccurate and indicated a data log corruption. Blood glucose level was 207 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.